Manufacturer narrative:
9/14/1998-supplemental report sent to FDA. Additional data entered in d-9 (product return date) device evaluation indicated and codes entered in h-3 and h-6. The device was evaluated and it was found that the safety shield would not retract to allow penetration of the abdominal cavity due to a discrepant latch on the shield.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The hosp has reported no pt injury occurred.